Event description:
Dr reported that under a rush condition he rinsed a cystoscope for a cystoscopy after the scope was disinfected in cidex activated dialdehyde solution. He did not wipe off the scope because he thought that he was taking it out of water. A pt presented to him symptoms of urinary frequency, urgency and painful urination. The pt was treated with septra, pyridium, and an analgesic. The pt is much improved, however, squamous cells were present.